Manufacturer narrative:
Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown stem lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified the following : right hip arthroplasty with evidence of polyethylene liner wear. No other complications/ findings related to the reported event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date, the patient is being considered for a revision on an unknown day for a liner replacement due to wear. No medical intervention has been reported to date. Additional information is not available.